Event description:
It was reported that during a therapeutic colectomy, one of the blades of the ultrasonic surgical device broke and stuck in the patient¿s abdominal cavity. The piece was retrieved and the procedure was completed with a backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer¿s reported event was the probe was broken at 16.02mm from it¿s distal end due to stress problem, force causing probe to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.